Event description:
Operating room set for organ recovery on (B)(6) 2025. Donor's liver was accepted for transplant by (B)(6) hospital, with plans for the liver to be placed on transmedics ocs liver pump. After the liver was recovered at 21:04, it was noted that the transmedics ocs liver pump was malfunctioning (our staff were told by the transplant team that the transducer was tracked on the disposable cartridge/tray). Transmedics was notified, and a new device had to be flown in, which arrived on (B)(6) 2025 at 02:41.